Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. The incident did not adversely affect the customer¿s blood glucose level. The customer worked with technical support to reset the pump, which resolved the error, and they were able to successfully start their sensor session without further issues.